Event description:
Per the audiologist, the patients implant site was swollen and infected. Physician administered antibiotics, with no effect. Physician performed skin grafting procedure in 2009. Results have been requested but had not been provided at the time of this report.